Event description:
The patient was on the ventilator. The ventilator was disconnected from the patient and no disconnect alarm. Noted, the patient was reconnected, no sequelae.====================== manufacturer response for ventilator, engstrom carestation======================testing and evaluation.